Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose had dropped to 45 mg/dl, and after treating for the low and calibrating his sensor his blood glucose read 220 mg/dl but the sensor still displayed a low of 49 mg/dl. As a result of the low sensor reading the insulin pump's threshold suspend activated on an inaccurate basis. The customer was advised to turn the sensor feature off for two to four hours or overnight to let the sensor rest and stabilize, and then attempt to calibrate the sensor again when his blood glucose stabilizes. No products were returned and a replacement sensor was shipped to the customer.